Event description:
The info provided by the distributor stated: "pt reported was using his arm to operate crutches because he also had a same side hip fracture. Plate broke under central screw through the most proximal shaft screw." On (B)(6) 2012, orthofix (B)(4) received the following add'l info on the case: "the pt was re-operated on (B)(6) to remove the broken plate. The device breakage date was between original date ((B)(6)) and (B)(6)2012. The pt is in good health conditions." (B)(4).

Manufacturer narrative:
The returned device, received on (B)(4), was subject to visual and dimensional check and then immediately sent to an external laboratory for chemical, mechanical and failure analysis. The visual and dimensional check did not evidence any anomalies. The chemical and mechanical analysis evidenced that the returned plate was originally conforming to orthofix (B)(4) design and product specs. The device broke due to bending fatigue failure. The info available on the case together with the x-rays and the results of the technical investigation were sent to our external medical evaluator. Please find below an extract of the clinical eval. "This pt was a (B)(6) male, height (B)(6), weight (B)(6) with an ipsilateral fracture of the 'hip' and proximal humerus. The original operation was on (B)(6) 2012, and reoperation date was on (B)(6) 2012. We do not have preoperative images of the humeral fracture, but this seems to have been comminuted, with the main fracture line extending distally and laterally from the surgical neck, and with a separate fracture-dislocation of the greater tuberosity. The important point about this injury is that it must be high energy with these two fractures. The fractures will have been comminuted and the soft tissue injury significant. Neither fracture will be intrinsically stable and will rely on the fixation for stability. The fracture fixation seems to have been performed satisfactorily in the humerus. However, this fixation is not suitable for weight bearing, especially in a male pt of (B)(6). I am surprised that the pt was supplied with crutches, because the crutches would carry a large proportion of the load in the early stages of femoral fracture healing, and this clearly loaded the humeral plate greatly, because there would have been very little load sharing by the humerus in this fracture, especially in the first 4 weeks. A pt with internally fixed ipsilateral humeral and femoral fractures is always difficult to mobilize early without threatening the fixation. Although the plate fixation used initially was satisfactory for an isolated fracture, I do not think that it was suitable for use when the arm was to be used for early weight bearing. I am sure that this plate in such a large pt was loaded way beyond the design specs, resulting in fatigue failure relatively early on." Conclusion: the results of the technical investigation indicated that the device was originally conforming to orthofix design and product specs. The clinical eval evidenced that "this plate, in such a large pt, was loaded way beyond the design specs, resulting in fatigue failure relatively early on". As our historical data indicated, this is the first breakage notified on this system. Based on the results of the technical investigation and on the evidences deriving from the clinical eval, orthofix (B)(4) can conclude that the problem occurred is not device related. Orthofix (B)(4) continues monitoring the devices on the market.